Event description:
The dealer states, the left motor brake is noisy and the chair runs intermittently.

Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.